Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons were requiring harder presses in order to respond and on occasion the button would stick and caused the screen to scroll. Patient stated that the issue started about a month ago and is getting progressively worse. Patient acknowledged that there was no damage to the keypad and no evidence of moisture exposure or corrosion to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.